Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 16633527 UDI:(B)(4).

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system explant procedure.